Event description:
Previous left total hip arthroplasty had become loose and had developed increasing pain. It required revision of the left total hip arthroplasty. Post operative diagnosis is: 1) failed left total hip arthroplasty with loose prosthetic components & extensive heterotopic bone & 2) fracture of proximal left femur.